Event description:
A pump motor stall occurred twice. The patient experienced unspecified withdrawal symptoms. The pump was replaced. The patient was doing "good" after the replacement. There was no patient injury. The pump was used to deliver baclofen, vendal, and sodium chloride.

Manufacturer narrative:
The pump has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.